Event description:
It was reported that there was oversensing, noise, high svc impedance, and that the patient received inappropriate shocks. The lead was replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.